Event description:
After 2.5 years of implant, the involved pacemaker was explanted and returned for analysis because during a routine follow up, the interrogation of the memory data resulted in unexpected values.

Event description:
After 2.5 years of implant, the involved pacemaker was explanted and returned for analysis because during a routine follow up, the interrogation of the memory data resulted in unexpected values.